Manufacturer narrative:
Returned product was tested functionally. Two guide wires were inserted into the adjustable slide clamp and the cap screw was tightened down. Guide wires were able to be lightly secured, but further torque caused the screw to slip out of threads in the adjustable clamp. After removing the screw, it can be seen that the majority of the threads have been stripped from the adjustable clamp. The adjustable clamp is made from (B)(4) and the cap screw is made from (B)(4). The peek threads are more susceptible to damage than the stainless steel. The root cause for the damage to the female threads cannot be determined.

Event description:
During an orthopedic surgery, the pin clamp of a small bone distractor would not tighten and appeared stripped. Another device was sterilized for use and this caused a 20 delay in the surgery.